Manufacturer narrative:
The customer contacted a siemens customer care center (ccc), a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a scheduled preventive maintenance (pm) on the system. The cse, proactively, replaced multiple parts during the pm, and ran level 1 and level 3 quality controls eight times, which passed. The customer verified the quality controls which passed. There were no instrument malfunctions found. Siemens investigated the issue and the potential cause of the discordant tni-ultra result was due to pre-analytical sample handling. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and an alternate advia centaur cp instrument, resulting lower. The repeat result of <40 ng/ml was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.